Event description:
Reporter indicated that lead test follow up office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the patient has only been seen 2 or 3 times since implant and that the suspect lead test was the only lead test that had been run on the device since implant. Patient is scheduled to be seen by neurosurgeon on 02/2002 to discuss possibility of revision surgery.